Manufacturer narrative:
(B)(4)

Event description:
The pharmacist stated the customer received questionable results from coaguchek xs meter serial number (B)(4). On (B)(6) 2018 at approximately 1:00 pm, the customer obtained a result of 1.9 inr. The pharmacist advised the customer to test with two other coaguchek xs meters. Within 30 minutes, results of 3.6 inr and 3.7 inr were obtained on the other meters. Three different fingers were used for the tests. The pharmacist believed the result of 1.9 inr to be incorrect and the 3.6 inr and 3.7 inr results to be accurate. The customer did not require or receive any medical treatment. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer did not have symptoms of bleeding or bruising. The customer had an infection and was on antibiotics. There were no changes in the coumadin dose or the customer's diet. The customer was not anemic or polycythemic, no antiphospholipid antibodies, and no other anticoagulants. The pharmacist stated meter serial number (B)(4) was recently dropped. No cracks or damage were seen in the meter housing or display. He stated sometimes the meter displays 3 dashes after the blood has been applied. A display test was performed and all segments were complete in the results field. The vial of strips used for the testing had been used up and discarded. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.5 inr, donor hct: 56% and 46%. Donor 1: retention meter and masterlot strips / customer meter and masterlot strips 2.9 inr/ 3.0 inr. Donor 2: retention meter and masterlot strips / customer meter and masterlot strips 2.5 inr/ 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
The statement "none of the given treatments/medications are currently known to interfere with the accuracy of the test results." Provided previously was not correct. It has been clarified that the patient was on warfarin and antibiotics. According to product labeling antibiotics are known to interfere with warfarin. Upon analysis of the meter memory, the alleged result of 1.9 inr was not found.